Manufacturer narrative:
Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting however, the customer failed to contact nihon kohden. Nihon kohden contacted the customer, who indicated that the hospital is considering upgrading their central stations and has indicated that once a decision has been made then he would be able to return the display for investigation. The product involved in this event has not been returned to date to allow for an analysis to be performed.

Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Requested monitor for evaluation, but it has not been returned as of yet. The hospital has not yet decided if they wish to return the device as they are considering upgrading to another platform.